Event description:
Revision of right hip for cup dislocation. Broken screws and dislocated mdm poly. Broken screws, inflammation, metallosis, and infection. Device was replaced with cement ball treated with antibiotics.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown mdm poly. An evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.